Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable due to the reported system error 105 caused by a failed motor. The motor assembly was replaced.